Event description:
It was reported that the customer alarmed button error. Instructed the caller to remove the battery for two hours and to insert a new battery. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons and button error alarm as a result of flattened buttons dome switch. The device had a cracked display window corner and detached end cap.